Manufacturer narrative:
The reported event was ¿electrode wire cannot be fixed¿. Final analysis found that as received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.